Event description:
Please refer to h10.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted the issue occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. No instrument-to-instrument or system arm-to-arm interference and no external collisions. Lot number of the drape that the instrument was attached to was not available. No injury to the patient. The instrument was available for return to isi for evaluation. Issue occurred during procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the curved bipolar dissector instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Intuitive surgical, inc. (Isi) received medwatch report stating the following: during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument moved independent of the surgeon.